Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure, the actual wiring inside the left ventricular (lv) lead was found to be stuck at the back of the header. Thus, the plastic insulation was pulled out of the header and internal wiring stayed stuck to header while removing the lead from the device. The physician was unable to push the wiring back into the lead. So, it was cut off. The same lv lead was connected to new device with no electrical anomalies noted. No issues with lv functionality were observed. The patient did not experience any adverse consequences and will continue to be monitored.